Event description:
Medtronic received report that a solitaire x stent had resistance and separated during retrieval of the clot. No passes were able to be completed with the solitaire. It was noted that device had been prepared per the instructions for use (IFU). The patient had also received tissue plasminogen activator (tpa). During collection of the stent, the proximal marker of the stent was located within the microcatheter. The surgeon had not attempted to detach the stent. Patient vessel tortuosity was severe. The stent portion remained in the patient vessel at the top of the internal carotid artery (ica). It was indicated there was no additional damage to the patient's health. The patient was undergoing a procedure for the treatment of an ischemic cerebral infarction. The patient was treated with dual antiplatelet treatment (dapt).

Manufacturer narrative:
Section e. Initial reporter/physician information was not provided to medtronic due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2additional information was received that there was no health impact to the patient and the patient's condition is stable. The procedure was completed with dapt. It was unknown if the vessel was revascularized. The cause of the solitaire resistance was unknown. The microcatheter tip covered the solitaire device proximal marker during the attempted retrieval. Considering the high risk of vascular damage, there are no plans to remove the solitaire at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.